Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were leaks in the catheter, about 4 of them and pt was in pain. No further info was provided. A follow-up report will be sent if additional info becomes available.